Manufacturer narrative:
Device analysis findings: device evaluated by manufacturer. The complaint device was received for product analysis. A visual and microscopic inspection of the device revealed that the wire returned detached from the body at 152.cm from distal to proximal, the body was kinked at 24cm, 39cm, 150cm and 248.5cm from distal to proximal, additionally the spring tip was found detached from the distal tip. The total length of the guidewire was measured and found to be 326.4 cm. According to the specifications, the acceptable length range is 330 cm with an upper limit of 331 cm and a lower limit of 329 cm. This means that 3.6cm of the distal tip did not return for analysis. No other issues were identified during the product analysis. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of unintended use error or contributed to event following a review of the reported event details and available information. The product analysis revealed the wire detached from the body and spring tip. Additionally, it was found the body kinked. The reported information indicated that the dr. Shih tried to cut the burr sheath and core wire. During manufacturing strict quality practices are in place to safeguard against any devices that do not meet bsc strict quality process and controls in place, it was most likely the cause of the damage was from handling during procedure from unintended inappropriate use during interaction between the user and device. Additionally, the reported device, no known device problem, has been assigned an investigation cause code of cause not established following a review of the reported event details and available information. In this case, the device was returned for product analysis; however, it was not possible to identify the most probable cause of the reported event.

Event description:
Reportable based on device analysis completed on 23mar2026. It was reported that the guidewire was replaced during the procedure. The target lesion was located in the left anterior descending artery. A 1.75mm rotapro burr and rotawire drive were selected for use. During the procedure, the burr was stuck into the calcium. The burr sheath and core wire were cut. The burr was pulled out in the guidezilla catheter and changed new rotawire and rota burr. The procedure was completed with another of the same devices. There were no complications, and patient was stable after the procedure. However, device analysis revealed that the wire was detached.